Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a crucial alarm and had several pump error alarms on the insulin pump. Customer was assisted in clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that the pump was not exposed to a high magnetic field. Customer was unable to check the alarm history. The customer only sees an alarm for a broken force sensor detected during seating or regular delivery. Customer stated that they are not able to rewind the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to place the pump in storage mode and that the pump will need to be replaced. Customer mentioned that she is having surgery tomorrow.

Manufacturer narrative:
The insulin pump was received with a critical error open book error a pump error 35 was found in the formatted history file due to force sensor zero off set out of specification. The insulin pump had with minor scratched lcd window and case.